Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Family member of pt reported that consumer was injecting into deltoid area when she was having difficulty pushing down on the plunger. Upon completion of the injection, needle stayed in skin. Consumer had x-rays taken and needle was surgically removed.